Event description:
It was reported that the patient presented to the ER with syncope. Pauses were detected, as well as t-wave oversensing, which was resolved by reprogramming. Later, the pauses recurred, and was again resolved by reprogramming. The pauses continued. It was noted that they did not occur when the programmer head (or magnet) was over the device, but only when it was removed. During the pauses, there were no pacemaker outputs, suggesting loss of capture. Review of performance data from the device noted lv and rv impedances infinite, and a dip in rv and svc coil impedance. The device was explanted and replaced. No further patient complications have been reported as a result of this event.